Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: on (B)(6) 2024 apifix was notified that a surgery was conducted on patient #(B)(6) on (B)(6) 2024. According to the reporter, the patient had a visit conducted on (B)(6) 2024 where the patient stated there was previous swelling over the incision with some recent fevers but all of it was resolved and denied any back pain. Surgeon noted that the patient's family was to monitor for any erythema, pain, or increased swelling/drainage and to have a follow up visit in 5-6 weeks. After communication between the family and his team noting a returned fever, surgery was scheduled for (B)(6) to do exploratory surgery for any possible infection, and on (B)(6) they discovered it was a deep wound infection which required them to remove the hardware. Implant removed on (B)(6) 2024. On 30-nov-2024 additional information was received. "The bacteria that was identified was cutibacterium acnes, " c. Acnes. Risk assessment: late-onset infection is a known risk which was assessed and recorded by the product risk assessment. This complaint does not change the occurrences rate. The event of late infection is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally. The explanted device was returned to the manufacturer and will be evaluated. Following the evaluation, if new pertinent information comes to light, then a supplemental medwatch report will be submitted.

Event description:
On (B)(6) 2024 apifix was notified that a surgery was conducted on patient (B)(6) on (B)(6) 2024. According to the reporter, the patient had a visit conducted on (B)(6) 2024 where the patient stated there was previous swelling over the incision with some recent fevers but all of it was resolved and patient denied any back pain. Surgeon noted that the patient's family was to monitor for any erythema, pain, or increased swelling/drainage and to have a follow up visit in 5-6 weeks. After communication between the family and his team noting a returned fever, surgery was scheduled for (B)(6) to do exploratory surgery for any possible infection, and on (B)(6) they discovered it was a deep wound infection which required them to remove the hardware. Implant removed on (B)(6) 2024.